Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a dropped lens during hydrodissection. The patient was referred to a retinal specialist to perform a vitrectomy. An anterior chamber intraocular lens was implanted.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative, examined the system. And was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).